Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime a leak was observed. *no patient involvement as this occurred during prime, *product was changed out, *procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 21, 2018. (B)(4). The complaint sample was visually inspected with no noted anomalies that would be indicative of a mechanical integrity failure. The returned sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized. A leak was noted at the large bore adapter blue cap. The cap on the sample was then loosened, re-tightened by hand, and retested. The sample was pressurized up to 1030 mmhg, and no leaks were noted. A retention sample of the same product code and lot number combination was visually inspected and leak tested, and no anomalies and leaks were noted when pressurized up to 1030mmhg. The root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.